Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified cartridge issue. Customer's blood glucose was 380 mg/dl. Customer administered boluses to address bg. A cartridge change was performed to resolve the issue.